Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the deviced9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Event description:
Additional information received: the knots came out with the suture of both proglide devices. There was no vessel damage.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after an interventional carotid angioplasty procedure using a 6f sheath. Reportedly, when pulling the first proglide device out, giving traction on the long suture, the suture did not hold the access site and the suture came out of the anatomy. The same issue occurred with the 2nd proglide device. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.